Event description:
A (B)(6) female pt's daughter contacted zoll customer support to report that the pt a gelled belt. Upon service investigation, it was discovered that the trunk cable was damaged. The pt was provided with a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. Upon service investigation, it was discovered that the trunk cable was damaged. The cause for the damaged trunk cable is due to a broken internal wire. The root cause for the broken wire cannot be positively identified. No adverse event resulted from the damaged trunk cable. The pt received a replacement electrode belt.